Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on valve, opening on anterior. Leak test and microscopic analysis was performed which identified: crack opening, sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on plug strap disk shell due to an unidentified (tear) opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.